Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on 11/25/2014 with the following findings: when the pump is booted the display is a dim red color. The audio bolus button cover has a tear in it exposing the slug. Returned battery cap used for investigation. Keypad cover is peeling from the bottom of the keypad towards the top. During testing the contrast button was found to be intermittent in operation. With the keypad cover removed contamination was noted under the contrast button contact.

Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a dim display. This report is made based on the results of an investigation completed on 11/25/2014.